Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: laparoscopic cholecystectomie event description: the device malfunctioned while trying to clip tissue either the first or the second/third clip would get stuck or wouldn't come out of the shaft. Please note that this problem occurred over the past three months and six different clip applier malfunctioned. The other lot numbers are: 1538514 1542695 1544265 1536766 they performed a laparoscopic cholecystectomie and the device malfunctioned while trying to clip the vessels. The device was replaced each time by another ca500. Additional information received from applied medical representative via email on 04aug25: since it have been multiple devices that have malfunctioned, the answers might differ from case to case. On the last occasion the first clip did not load at all (first plastic to plastic). The second clip got "twisted" and the third clip was fine and the device was working as indented afterwards. On the last occasion our 11mm trocars was used. On other occasions our 5mm trocar was used. On the last occasion, the first visible clip was "twisted". On other occasions the clip was seated properly. The trigger could always be easily actuated. On some occasions (sometimes while using the ca with 11mm trocars), the clip applier might have been preloaded. That being said, while being used with a 5mm trocar, the clip appliers have not been preloaded. No clip was manually removed from the jaws. Additional information received from applied medical representative via email on 06aug2025: I specifically talked about the complaint [complaint number] with the customer. But it also happened on different occasions. Since we are talking about a lot of cases, the customer wasn´t entirely sure about which exact malfunction occurred on every device. She gave me a summary of the malfunctions that happened. The event date is unknown. Intervention: the device was replaced each time by another ca500. Patient status: no patient injury indicated.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic cholecystectomie event description: the device malfunctioned while trying to clip tissue either the first or the second/third clip would get stuck or wouldn't come out of the shaft. Please note that this problem occurred over the past three months and six different clip applier malfunctioned. The other lot numbers are: 1538514 1542695 1544265 1536766. They performed a laparoscopic cholecystectomie and the device malfunctioned while trying to clip the vessels. The device was replaced each time by another ca500. Additional information received from applied medical representative via email on 04aug25: since it have been multiple devices that have malfunctioned, the answers might differ from case to case. On the last occasion the first clip did not load at all (first plastic to plastic). The second clip got "twisted" and the third clip was fine and the device was working as indented afterwards. On the last occasion our 11mm trocars was used. On other occasions our 5mm trocar was used. On the last occasion, the first visible clip was "twisted". On other occasions the clip was seated properly. The trigger could always be easily actuated. On some occasions (sometimes while using the ca with 11mm trocars), the clip applier might have been preloaded. That being said, while being used with a 5mm trocar, the clip appliers have not been preloaded. No clip was manually removed from the jaws. Additional information received from applied medical representative via email on 06aug25: I specifically talked about the complaint [complaint number] with the customer. But it also happened on different occasions. Since we are talking about a lot of cases, the customer wasn´t entirely sure about which exact malfunction occurred on every device. She gave me a summary of the malfunctions that happened. The event date is unknown. Intervention: the device was replaced each time by another ca500. Patient status: no patient injury indicated.